Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 140mg/dl-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. Customer was informed about proper storage according to the manufacturer specifications. The test strip lot manufacturer's expiration date is 8/31/2018 and open vial date is two weeks from the call date. The meter memory was reviewed for previous test result history (customer was unable to see the date in the meter: (B)(6). Adverse event not reported.